Event description:
This is the third time the same plastic surgeon at (B)(6) hospital has had an issue with 001205 clips lacerating the blood vessels they are supposed to be ligating. The surgeon then has to use diathermy to seal the vessels as the laceration causes bleeding. The clips are used in tram flap reconstructions on post mastectomy patients and are used to ligate abdominal vessels while lifting the flap.

Manufacturer narrative:
(B)(4). The device history review for the product horizon ti small red 25 pouches with 24 lot# 73g1900177 investigation did not show issues related to complaint.

Manufacturer narrative:
(B)(4). Per DHR the product horizon ti small red 25 pouches with 24 lot# 73g1900177 was manufactured on 07/03/2019 a total of (B)(4) pieces. Lot was released on 07/18/2019. DHR investigation did not show issues related to complaint. Visual, dimensional, and functional inspection could not be performed because the sample was lost. P/n 001205 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 59 samples were taken from the current production, the samples were functionally inspected, and during the test issue reported "ligation failure-other" was not observed in the current manufacturing process. A conclusion cannot be reached as the sample was lost.

Event description:
This is the third time the same plastic surgeon at ascot hospital has had an issue with 001205 clips lacerating the blood vessels they are supposed to be ligating. The surgeon then has to use diathermy to seal the vessels as the laceration causes bleeding. The clips are used in tram flap reconstructions on post mastectomy patients and are used to ligate abdominal vessels while lifting the flap.